Manufacturer narrative:
Per the clinic, the patient was administered with oral antibiotics (specific date not reported) for a course of 1 week. This report is submitted on april 24, 2024.

Manufacturer narrative:
This report is submitted on march 22, 2024.

Event description:
Per the clinic, the patient experienced a recurrent infection (cellulitis). Additional information has been requested but has not been made available as of the date of this report.